Event description:
Surgery date was in 2008. A corpectomy was performed at c6. Surgeon inserted a 36mm (2 level) cervical plate at c5 to c7. Fixed screws inserted at c7. One of the fixed screws at c7 was removed and replaced with a revision screw. It was reported that no drill guide was used during the procedure and the screw hole was prepared with a bone awl only. The locking cap at c7 broke off the plate during rotation and was removed. The plate remains in the pt. The locking cap at c5 was successfully rotated over the screw heads. The field rep reported that one of the c7 screws was "proud" when the locking cap broke.

Manufacturer narrative:
On 26-mar-08, zimmer spine concluded that a recall of all cyclone cervical plates would be performed. This number has not been assigned. Zimmer spine will send a supplemental report when a number is assigned.